Event description:
It was reported the patient was experiencing pain at his ipg site. He was not using his scs system since he no longer has lower extremity pain. The patient's entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.